Manufacturer narrative:
The field engineer called the national support specialist (nss), after he exchanged the solid state drive (ssd) hard drive, but still have an error to install the pic ix software. The nss suggest replacing the motherboard and memory. An order was placed for (drive - m.2 500gb sata ssd support (453564842511). The fse replaced the memory and installed the pic ix software. Set up the printer and the report. System was restored to service. Based on the information available and the testing conducted, the cause of the reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that sectors not showing up, unable to monitor patients. The device was in use on a patient. There was no report of patient or user harm.